Event description:
The sales representative reported on behalf of the customer that the plp1020 elite surgical smoke evacuation pencil device was being used on (B)(6) 2026 during a circumcision procedure when it was reported ¿dr. Had been using a bovie for approximately for 1 hour and then she felt a zap and quickly put down the bovie. Her hand finger was hurting and when she removed her glove, she noticed small burn mark and a reddened area.¿. Further assessment found that surgeon was not diagnosed with burn severity (no patient impact only surgeon). Burn located on right index finger. Not treatment reported - mentioned redness and sore. Patient status - unaffected (surgeon experienced burn). There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 14 may 2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.